Manufacturer narrative:
Date sent to the FDA: 01/24/2020. Corrected information: d4, g1.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. It was reported that at the time of passing the needle through the skin, the suture was disbursed. There were no adverse patient consequences reported.